Event description:
Lab phlebotomist was in the process of performing a venipuncture using a bd 10cc syringe with 21g 1 inch luer lock needle attached -which has safety device-, when the safety device fell off entirely. Blood draw was completed and the needle re-capped using scoop method. No injury or harm to pt or phlebotomist. Dates of use: 2008. Diagnosis or reason for use: phlebotomy.